Event description:
It was reported that there was a bolus delivered which the patient didn¿t programmed to deliver, the pod was empty after the event (with no alert from the controller). This resulted in the patient's bg level to go severely low (exact bg levels was not provided).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
On 02feb2024, the patient's legal guardian call back and provided additional information to the date of the event, the lot and serial number of the device. It was also reported that the patient had a seizure due to the low blood glucose levels of 2 mmol/l (36 mg/dl) which resulted in the injuries inside the patient's mouth.correction to b3: date of event from 12/21/2023 to 8/17/2023. Correction to d4: lot number changed from unavailable to l000544. Sequence number changed from unavailable to 040500-27638. Unique identifier (UDI) # changed to (B)(4). Correction to h4: device mfg date changed from unavailable to 3/7/2023.